Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse confirmed the host pc was not booting and requested a system ghost reload. To resolve the problem, fse reset the host pc os disk and reloaded the backup. After resetting the os hard disk of the host pc, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.